Event description:
Customer tested blood glucose before dialysis and received a result of 256mg/dl at 4pm. They were disoriented and passed out around 6:30pm. Family member called paramedics and they were taken to the hosp. They were given something intravenously by paramedics. At the hosp they checked blood glucose and received a result of 50mg/dl. The customer was given glucose at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.